Event description:
New or updated information listed in section h10.

Manufacturer narrative:
The device was returned for evaluation on march 10, 2025 and the complaint confirmed. Examination of the returned core noted the first two teeth on the gear sleeve were deformed, the lock screw weld was broken but the lock was in the neutral position. Deep compression marks around the lock screw where the inserter interfaces consistent with impact in multiple positions with the inserter and extreme force placed on the device. Based on the information obtained, the initial core distraction/expansion issue could not be confirmed due to excessive damage to the interface the root cause is considered physical damage and the result of incomplete inserter attachment and or surgical technique (malletting). No additional investigation required. Manufacturing review: review of the device history records of all devices notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "All components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur. To help ensure proper inserter/implant engagement, the inserter¿s colored distal tip must face up toward the like-colored spinning sleeve of the implant." "Pre-operative warnings: care should be used in the handling and storage of the x-core implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient."

Event description:
It was reported that during a procedure, after the x-core was set inside the patient at l4 the core was difficult to distract when using the inserter. After force was applied, the inserter sun freely without distracting the core. The core was removed with no additional patient or case impact.

Manufacturer narrative:
No device was returned for evaluation. Photographs of the device were provided and found that two teeth on the spinning sleeve were fractured with additional impression marks around the set screw where the inserter interfaces, both indicating an extreme amount of force was placed on the device, which is in accordance with the initial reporters description of events. Based on the information obtained, the initial core distraction/expansion issue could not be confirmed and a cause could not be determined; however, fractured components were observed as a result of excessive force placed on the device by the user. Labeling review: "...warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur. To help ensure proper inserter/implant engagement, the inserter¿s colored distal tip must face up toward the like-colored spinning sleeve of the implant..." "...pre-operative warnings: care should be used in the handling and storage of the x-core implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."